Event description:
Nova sure device would not perform ablation, per doctor. Uterine perforation noted by doctor. Sales rep was present at the time the device was deployed. Uterus was examined. Another device was obtained and deployed without issue. Perforation was found at that time.